Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the patient received inappropriate shock therapy due to noise during an unrelated procedure. The magnet was suspected to be out of position. The patient will be brought in clinic to perform programming changes. The patient will continue to be monitored.